Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. Technical services (ts) is to review the reports. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that ts reviewed the reports and provided information on why the health care professional (hcp) was not able to view the impedance value. The device remains in use. No adverse patient effects were reported.